Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was flow rate tested at 200ml/hr with a volume to be infused (vtbi) of 50ml as well as at 40ml/hr with a vtbi of 10ml which yielded passing results for both tests. The device was determined to meet all product specifications related to the reported event. The under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during flow rate testing. The device was programmed to deliver 20 unknown units and delivered 17.1 unknown units. There was no patient involvement. No additional information is available.